Event description:
Event description cpi received information that this ventak p implantable cardioverter defibrillator (ICD) was replaced due to pocket erosion. There was no allegation regarding ICD function.